Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. However, during previous service on (B)(6) 2009, the main batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a battery which wouldn't hold a charge. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as a battery depleted alarm and discovered it interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.